Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, no fault was found. The system performed as in tended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, lot/serial#: unknown ; product ID: 9735762, version#: 2.1.0  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that  an error 64. The screen "went blank" and the error 64 appeared when trying to download images. The site reported that this was 4th occurrence in the past 3 months. Rebooting resolved this, and the procedure was completed without any additional loss of time. There was less than an hour delay to the case.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The reported issue was not able to be reproduced in-house with provided archives. Archives had 1 magnetic resonance imaging (mr) exam and the site did a trace registration with an accuracy metric of 1.4mm. Logs were not fully extracted due to an unexpected end of file error. The logs were missing application logs. However, the syslogs captured a segfault in qmlguiservice. A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.